Manufacturer narrative:
(B)(4). Concomitant medical products: 115736 compr nano hmrl pps 36 mm 965150, 113032 versa-dial 42x18x46 hum head 794620, 113954 md hybrid glenoid base 4 mm 654960, pt-113950 pt hybrid glen post regenerex 628870. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04086, 0001825034-2018-04088, 0001825034-2018-04089.

Event description:
It was reported that the patient began experiencing unusual left shoulder pain after two (2) years, eleven (11) months post primary surgery. The pain was reported to be not device related. A revision procedure is indicated, but has not occurred. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event based on the additional information received, it was determined that the product is not reportable as it was unrelated to the event. The initial report submitted should be voided.